Event description:
It was reported that the user experienced difficulty pairing a libre 3+ sensor to the ilet system, which affected glucose management while attempting to replace the sensor, and the issue was resolved after rescanning the sensor in the ilet app and initiating a warmup with successful connection. Symptoms included no reported clinical symptoms despite elevated glucose values with cgm 238 mg/dl. Outcomes included transient hyperglycemia without alerts from the device and without medical intervention or hospitalization. Investigation included technical troubleshooting and user education to guide pairing steps within the ilet device and mobile application, including initiating sensor warmup. Investigation of this case revealed that the sensor was not initially recognized until a rescan was performed, after which normal operation commenced with a standard warmup countdown. It was concluded that the event was attributable to a pairing failure that was resolved through rescanning and proper setup, with the device functioning as expected after corrective actions.